Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while attempting to charge the pump. Reportedly, the customer was able to successfully charge the pump with a different wall adapter and usb cable. The customer's blood glucose level was 145 mg/dl.